Event description:
The customer reported "from 10h00 - numerous alarms were triggered for access problems. 11h00 - self test failed two times for code 2 and once for code 3. Between 11h17 and 12h00 - 4 alarms of set disconnection alarms. The nurse did not understand what was going on here. She troubleshooted the self test failure by retesting. She troubleshooted the access and return issue by moving catheter and/or patient and overriding, but she did not know what to do with set disconnection alarm because it was not clear on the screen what to do. Set was not disconnected, and not clamped. At 11h00 or so, she wrote down the filter pressure(400 approx), but at 11h18, she noticed a negative filter pressure (-180) after overriding a set disconnection alarm. She asked for the assistance of a more experienced nurse and they decided to stop treatment and give the blood back. During the procedure, they noticed that the set and lines were almost all clotted. Even though they understand the fact that the nurse overid quite a few alarms and did not understand that there was a clotting process on its way, the nurse educators in ottawa feel that they should not be able to run a treatment under a negative filter pressure alarm, since this could have a negative impact on patient's safety (no more clotting alarms possible). They would like the user interface and op manual changed so that even a novice nurse would know, by reading the screen that she should not run a treatment with a negative filter pressure and, that she should look for clotting in the access line and/or pods, clots that could play the same role as clamp before the filter. The patient was in a very critical condition and the nurse had little time to think and sit back to understand what was going on. Blood flow 200ml/hrpbp 160ml/hr (citrate) replacement set in pre 1000ml/hrdialysate 1000 ml/hr. Patient's data available and attached to current complaint. No blood loss reported. Reported machine runtime> 600(h).

Manufacturer narrative:
No patient injury or medical intervention was reported as a result of this incident. The manufacturer has received the downloaded machine data files and further investigation is ongoing. A follow-up or final report will be submitted upon completion of the investigation.